Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. It was noted that there was no physical damaged on the cable for the camera and that there were no errors in the event logs of the camera. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a posterior spinal fusion, the camera of the navigation system cycled power once without prompt from the user. It was reported that the issue occurred when the site was not actively navigating. It was reported that a procedure with a separate patient later in the day did not have the reported issue occur. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.